Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion during therapy. The device was programmed to deliver carboplatin at a rate of 640ml/hr (dose and volume unknown). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.